Manufacturer narrative:
This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Poligrip is manufactured in another country, and neither the product nor lot number for this product is available.

Event description:
This case was reported by a lawyer and described the occurrence of zinc poisoning in a female patient who received poligrip for denture adhesion. A physician or other health care professional has not verified this report. Due to various dental conditions, the patient obtained dentures when she was younger. On an unknown date in 1994, the patient started poligrip (dental). At an unknown time after starting poligrip, the patient experienced zinc poisoning. The attorneys stated that the plaintiff's "...exposure to zinc and zinc compounds caused her to suffer injuries" including but not limited to neurological injuries. After exposure to zinc and zinc compounds, the plaintiff experienced copper deficiency which caused serious nervous system injury (neuropathy) in the form of myelopathy. This injury manifested itself, among other symptoms, as progressive leg weakness and fatigue, coupled with numb feet, and serious balance issues, along with occasional sudden jerking of her limbs, and nighttime spasms and cramps in her legs. As a result of these conditions, formerly a dance teacher and physical education teacher, now walks with a 'spastic ataxic gait with sensory deficits'. In 2006 and 2007, upon discovering reported cases of use of denture adhesives containing zinc to neuropathy, first limited and then discontinued her use of poligrip. Her neurological symptoms ceased progressing, and improved to some degree. However, continues to suffer significant symptoms of numbness and leg weakness, among other symptoms, ...which indicates permanent nervous system damage has resulted from use of poligrip." The attorneys stated that as a result of the injuries, the plaintiff has required medical intervention and care, and has suffered disability. This case was assessed as medically serous by gsk. At the time of reporting, the events were unresolved. The attorneys alleged that "defendants market and distribute poligrip in packaging that contains no product warning or instructions of any kind that would notify or inform a user of health hazards associated with pologrip's use....".